Event description:
It was reported that the patient was a (B)(6), post anterior myocardial infarction and stent. According to the md, he tried to insert the intra-aortic balloon (iab) which "bent as it was being advanced over the wire." A second iab was requested. The md told the clinical support specialist that the patient did not have "any anatomy problems or calcification." There was no reported patient death or injury. The patient outcome is stable. Reference MDR # 1219856-2011-00388 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.